Event description:
A caller reported a cartridge alarm 20 while using their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer received the alarm at 2 am, subsequently changed the infusion set and cartridge, and successfully resumed insulin therapy. The issue was resolved, and no further actions were required.